Event description:
Large hole in dust cover bag of crani-pack.

Event description:
Add'l info rec'd from MFR 12/18/03: the report states "large hole in dust cover bag of crani pack". Correspondence with risk manager at hosp, has revealed that there was a hole in the outer cover of the pack and the product was not used. There were no pt issues, incidents or injuries associated with this hole in the dust cover. As yet, cardinal health has not received the sample product and co does not know if the torn dust cover occurred in the manufacturing, distribution or receiving portion of the product cycle.